Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other similar reported event for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use.

Event description:
It was reported that when removing ankle clamp it snapped.

Event description:
It was reported that when removing ankle clamp it snapped.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.